Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center had no image while being used with a medicapture unit. The tac advised to get another cable and the customer confirmed that corrected the issue. The device is not expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image to the monitor when using it with their medicapture unit. The issue occurred during a speech study. The patient was not sedated. The procedure needed to be rescheduled but the device issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is likely that not using the appropriate digital video interface (dvi) cable resulted in no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.